Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explant date: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm6_13.2 implantable collamer lens, -09.00 diopter, into the patients right eye (od) on (B)(6) 2021. The patient complained of blurry/foggy vision when the light conditions go from dark to light. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.